Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, customer alleged that the date on the pump was incorrect after the pump reset. Customer adjusted the date to resolve the issue. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 340 mg/dl.